Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation by the device/ perforation (uterus)"), swelling ("autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834,864834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema (allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract") and vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge. The patient was treated with surgery (total hysterectomy, laparoscopic).essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, genital haemorrhage, allergic oedema, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered allergic oedema, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: she had essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received: new lot no. Added. Event: hypersensitivity updated to allergic oedema and autoimmune disorder updated to swelling. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation by the device/ perforation (uterus)"), autoimmune disorder ("autoimmune reaction / autoimmune disorder") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain/ pain"), hypersensitivity ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract") and vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal"). The patient was treated with surgery (total hysterectomy and laparoscopic) .essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, genital haemorrhage, hypersensitivity, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered autoimmune disorder, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: she had essure confirmation test. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporters added. Added lot number. Added events fallopian tube perforation, infection nos event updated to bladder /urinary tract /vaginal )were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation by the device/ perforation (uterus)"), autoimmune disorder ("autoimmune reaction / autoimmune disorder") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain/ pain"), hypersensitivity ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract") and vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal"). The patient was treated with surgery (total hysterectomy and laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, genital haemorrhage, hypersensitivity, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered autoimmune disorder, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: she had essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation by the device/ perforation (uterus)"), swelling ("autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834,864834-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract"), vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge, depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, genital haemorrhage, allergic oedema, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered allergic oedema, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received: new events: depression, mental anguish, she did not undergo essure confirmation test and concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation by the device/ perforation (uterus)"), swelling ("autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834,864834-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract") and vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge. The patient was treated with surgery (total hysterectomy, laparoscopic) and surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, genital haemorrhage, allergic oedema, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered allergic oedema, cystitis, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: she had essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), autoimmune disorder ("autoimmune reaction / autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), hypersensitivity ("an allergic reaction / allergic or hypersensitivity reaction"), infection ("infections(other)"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy and laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), abnormal bleeding" were added. Product implant and explant date was updated. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), hypersensitivity ("an allergic reaction"), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (full hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, hypersensitivity, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation by the device/ perforation (uterus)') in an adult female patient who had essure (batch no. 864834-notvalid,654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling ("autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract"), vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge, depression ("depression"), anxiety ("mental anguish") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, menstrual disorder, depression, anxiety, weight increased and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain, allergic oedema, cystitis, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal distension, allergic oedema, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Lot number: 654834 manufacturing date: 2009/07 expiration date: 2012/07. This lot 864834 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation. Follow up 13th,14th and15th processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation by the device/ perforation (uterus)') and swelling ('autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling') in an adult female patient who had essure (batch no. 864834-notvalid,654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract"), vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge, depression ("depression"), anxiety ("mental anguish") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, menstrual disorder, depression, anxiety, weight increased and abdominal distension outcome was unknown and the genital haemorrhage, pelvic pain, allergic oedema, cystitis, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal distension, allergic oedema, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Event bloating added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation by the device/ perforation (uterus)') and swelling ('autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling') in an adult female patient who had essure (batch no. 654834,864834-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract"), vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge, depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, menstrual disorder, depression, anxiety and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, allergic oedema, cystitis, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection and vaginal infection had resolved. The reporter considered allergic oedema, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain, bleeding, bladder/ urinary problems, allergic reaction" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation by the device/ perforation (uterus)') and swelling ('autoimmune reaction / autoimmune disorder/autoimmune disorder type of disorder: swelling') in an adult female patient who had essure (batch no. 654834,864834-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2016, the patient experienced swelling (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), allergic oedema ("an allergic reaction / allergic or hypersensitivity reaction/allergic or hypersensitivity reaction type: allergic/allergic or hypersensitivity reaction type: swelling,"), cystitis ("infections(other)-(bladder /urinary tract/vaginal)-bladder"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infections(other)-(bladder /urinary tract/vaginal)-urinary tract"), vaginal infection ("infection -bladder/urinary tract/vaginal)-vaginal") with vaginal discharge, depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, swelling, genital haemorrhage, allergic oedema, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety and weight increased outcome was unknown, the pelvic pain was resolving and the dyspareunia had resolved. The reporter considered allergic oedema, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event weight gain was added. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.